Event description:
Patient was using invacare 9805p hydraulic lift when leg or pants caught on hydraulic release button and allowed patient to fall to ground. Caregivers were unaware of feature to reposition pump handle/release to other side to prevent this occurrence. FDA safety report ID # (B)(4).